Manufacturer narrative:
Device evaluation: the device was returned for evaluation. Investigation showed the device identified a bd syringe with incorrect syringe size (actual syringe was 60 ml; pump display showed the detected syringe was 30 ml). The investigation determined the cause of the issue was the barrel clamp spring had slipped over the barrel clamp rod collar. The barrel clamp and spring barrel clamp were replaced.

Event description:
The reporter stated the device was ?not recognizing syringe". No adverse effects reported.

Manufacturer narrative:
Other, other text: additional information:d5 is unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Additional information:d5 is unknown. No information has been provided to date this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).